Event description:
It was reported that 3 of the 5 blades from one box flaked while in the pt. It was not confirmed that all pieces of the blade were able to be removed from the pt.

Manufacturer narrative:
Additional info will be provided once investigation is completed.